Manufacturer narrative:
Visual examination found no anomalies. Full analysis is not required. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
During follow-up, infection due to endocarditis was noted. Diagnostic imaging was performed and revealed vegetative growth on the right ventricular (rv) lead. The physician suspected the rv lead, left ventricular (lv) lead, and right atrial (ra) lead may have caused the infection. The event was resolved by explanting the system and administering medication. The patient was in stable condition. Related to manufacturer report numbers: 2938836-2019-16505 and 2017865-2019-16840.